Event description:
Per affiliate: their partner called the emergency physician and injected glucagon. Bg was unknown. Customer noticed that reservoir volume is different with total amounts and prime. The self-test passed. Customer left hospital on the same day. It was reported that the customer was using a competitor infusion set.